Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, while supporting patient ,fiber optic sensor failure alarm was generated. Attempted to unplug and re-plug console with no change. Central lumen capped off. Radial arterial line was suggested. There was no reported injury to the patient.